Event description:
It was reported that medicine leaked from the bd insyte¿ autoguard¿ shielded IV catheter connection to the stopcock. This occurred 10 separate times during use. The following information was provided by the initial reporter: "the medicine leak out from the connection of the cannula and the 3-way stopcock during use".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medicine leaked from the bd insyte¿ autoguard¿ shielded IV catheter connection to the stopcock. This occurred 10 separate times during use. The following information was provided by the initial reporter: "the medicine leak out from the connection of the cannula and the 3-way stopcock during use".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medicine leaked from the bd insyte¿ autoguard¿ shielded IV catheter connection to the stopcock. This occurred 10 separate times during use. The following information was provided by the initial reporter: "the medicine leak out from the connection of the cannula and the 3-way stopcock during use".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/29/2021. H.6. Investigation: our quality engineer inspected the representative samples and photograph submitted for evaluation. Bd received two unopened insyte autoguard devices from lot number 1049357 and one braun discofix device. In addition, one photograph was submitted. Based on your verbatim in the report, leakage is occurring between the insyte autoguard luer and the braun device. A visual inspection of the blue adapter was performed to check for any damage to the inside luer, threads, or cracking that would result in leakage at the connection. There were no defects observed. The devices were then leak tested where no leakage was observed. The devices were also tested for leakage while connected to the returned braun discofix device. Leakage was not observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.